Event description:
Customer reported issues with the insulin pump. Customer states that there is water under the screen of the insulin pump and the buttons are not working. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly and no damage was noted to the keypad traces. The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. Moisture damage was noted on the electronic assembly.